Event description:
It was reported that device diagnostics resulted in high lead impedance. The patient was referred to surgery. It was reported that x-rays would be sent to manufacturer for review, but x-rays have not been received to date. The patient underwent generator and lead replacement on (B)(6) 2013. Attempts to obtain additional information have been unsuccessful to date. The generator and lead have not been received for analysis to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.